Event description:
It was reported that the ilet user sought guidance on meal announcements for bedtime snacks, routinely consuming a sandwich and yogurt, and had been advised by a trainer to select a smaller-than-breakfast announcement. The user also reported nocturnal low glucose events, though review of device report logs did not corroborate hypoglycemia. No reported symptoms. Outcomes included no alerts or alarms, no emergency treatment, and no hospitalization. Investigation included customer interview, review of usage and report logs, and troubleshooting and education with assignment for additional training. Investigation of this case revealed concern for potential maladaptive insulin delivery due to repeated use of a smaller-than-meal announcement, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that user technique and therapy use contributed to the event, warranting additional training.